Event description:
It was reported that this patient passed away on an unknown date due to unknown causes. Programming data indicated that the device was functioning properly in 2013. There was no recent data available. Attempts for further information were unsuccessful to date.

Event description:
The patient passed away on (B)(6) 2013 due to a seizure. The patient was at home and experienced a prolonged seizure, which was witnessed by the patient's mother. The responding medics were unable to resuscitate the patient, and the patient was do not resuscitate. The patient also had cerebral palsy and developmental delays. The patient did have a reduction in seizures with vns therapy. The physician did not believe that the death was related to vns. The patient's devices were not explanted, and no autopsy was performed. The patient was taking depakote and lamotrigine at the time of death, and the patient was compliant with medications.